Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
Additional information received reported that since the battery replacement, the patient was having no issues with the stimulation and was receiving relief from the therapy.

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient had her spinal cord stimulation (scs) battery replaced on (B)(6) 2014 it was noted the surgery follow-up visit had not yet been scheduled.

Event description:
Additional information received reported that a battery replacement was scheduled for (B)(6) 2014.

Event description:
It was reported during a device follow-up that a patient reported shocking/ jolting sensation. It was reported that the patient felt shocking at the device pocket instead of therapy, and it was stated that the patient had less than 50% therapy relief. It was further reported that there was swelling and tenderness around the battery. It was stated that the patient would be ¿seen in the near future where a course of action would be determined¿. It was reported that impedance testing, x-rays, and reprogramming were performed. Additional information received reported that no impedance issues were discovered. It was stated that no malfunctions were seen or determined. It was stated that the healthcare professional (hcp) was planning on an x-ray and it was stated that they were waiting on those results to take next step. It was reported that the patient had the stimulator off and was receiving no therapy. It was noted that there were no devices to return. Additional information was requested but unavailable at the time of this report.